Manufacturer narrative:
Investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. The machine was reportedly power cycled and normal function was restored. The case was completed and there was no patient injury reported.

Manufacturer narrative:
The device is 10 years old and not under dräger service contract. The last record of service and maintenance activities made by däger dates back to 02/11. Dräger analyzed the log book and the written description received in follow-up of the event. Error conditions are logged for the date pointing to a problem with the ventilator motor - a shut down of automatic ventilation was forced due to persisting condition of deviations between measured and expected motor speed/piston position. Furthermore, the log file contains entries that are not in context to the reported event but demonstrate the poor maintenance status of the machine and deficits in reprocessing. In particular, the high pressure safety relief valve produced errors during pre-use check repeatedly, the valves that control automatic ventilation sometimes exhibit malfunctions leading to unwanted leak flow through the expiratory valve during inspiration phase and intermittently occurring calibration errors of the airway pressure sensor led to shut-downs of automatic ventilation forced by the supervising software function. Manual ventilation via the integrated breathing bad is available even when the device is switched-off; no patient consequences have been reported. The device has responded to all error conditions as designed - initiated countermeasures and posted the corresponding alarms. The user facility will be contacted with the information that follow-up measures are required.

Event description:
Refer to initial MFR. Report #9611500-2017-00142.